Event description:
The user's parent reported on 22-apr-2026 that the user couldn't hear sounds with the ci following a head impact near the left implant. Reimplantation was performed on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.